Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn longitudinally for a distance of 110mm proximal to the distal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. A mustang 6.0 x 200, 135cm was being used to treat an unspecified lesion site when the balloon ruptured. There were no reported patient complications and the patient's status is okay. Additional information has been requested and is not available.

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. A mustang 6.0 x 200, 135cm was being used to treat an unspecified lesion site when the balloon ruptured. There were no reported patient complications and the patient's status is okay. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).